Manufacturer narrative:
Device labeling: based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl. Potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Medical staff reported a "suspected ruptured on the right side." Additional report from regulatory body via explanting physician indicates that the patient presented with an "increase in volume of the right breast." Testing revealed a "major right periprosthetic fluid effusion." The device was removed and found intact. The liquid around the right implant was found to be "hemorrhagic liquid without malignant cells." Right capsulectomy testing yielded the pathological results "alcl cd3+ alk1- (seroma)." Onsequences listed as"alcl cd30+/alk1- confirmed by lymphopath."